Manufacturer narrative:
(B)(4). The fsr verified the power plug blade was broken and disconnected. The fsr installed a new power cord. The unit operated to the manufacturer¿s specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a pre-cardiopulmonary bypass procedure, the power cord sparked and the plug was hot. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of approximately 15 minutes. There was no blood loss nor adverse consequences to the patient. As per clinical review on 17-june-2017: on (B)(6) 2017, when the perfusionist was in the process of beginning to hand up the lines of the heart lung machine (hlm) disposable, she unplugged the advance perfusion system 1 (aps1) and the cord sparked and the actual plug was hot to touch. The perfusionist decided to use another aps1 to mitigate the issue; this caused a delay of approximately 15 minutes in the procedure as the team had to set up another disposable set. The second aps1 worked well and the procedure was completed successfully; there was no blood loss, nor observed harm. The field service representative (fsr) confirmed that the blade within the plug was physically damaged and the power cord was replaced; the aps1 was put back into service.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the power cord neutral terminal to be missing. Arcing appeared to be evident at the terminal breaking point and was likely the cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.